Event description:
The infusion pump was programmed in "ml" instead of "mg" as was intended. As a result the patient received more ms than intented and had to be transferred to the ICU. Specific information regarding intervention was not reported.